Manufacturer narrative:
Additional information: d9 (return date updated), g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the obturator was received intact. The seal housing, circular seal, stopcock, duckbill seal and cannula appeared intact. The device was heavily blood stained. Functionally, the device passed an air leak test. The duckbill seal failed during manual manipulation using an endo peanut. The seal housing was broken open to remove the circular seal to check for subassembly overall height. The measurements with calipers were within specifications. It was reported that the seal of the device disengaged. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device had a leak. The reported issue was confirmed. The most likely cause was supplier related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: onb12stf onb12stf versaone opt 12 std trocar - (lot#j5f2414y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic colon with robot support, immediately after assistant port puncture, the pneumoperitoneum leaked, and the seal detached. The seal did not fall into the cavity. The same issue occurred on the second device. The surgeon used a new device from a different manufacturer to resolve the issue. There was no patient injury.